Event description:
The patient's daughter alleged that the patient's one touch ultra meter had been "giving the wrong reading for a long time". The medical affairs specialist (mas) spoke with the daughter and mother. The patient has owned the reported meter for 1 to 2 years. The patient had been obtaining meter results that she thought were low to normal. She said she sometimes "felt weird first thing in the morning", and when she tested with the meter the result was low. She said she remembered a result of "39.4" (the meter does not read above 33.3 mmol/l). The physician obtained an aic result of 7 and a laboratory glucose result in the 200 range. He advised her that something was wrong with her meter. She contacted her medical supply company and they helped her determine that the meter was set to the wrong unit of measurement. The medical supply company was unable to help her reset the units of the measurement. The next day she contacted lifescan; the customer service representative walked the patient through resetting the meter units of measurement to mg/dl. The daughter stated that the mother acutely lost most of her vision in february; she did not recall the specific date in february. The patient was told that the vision loss was not due to retinopathy or macular degeneration. The physician stated that her blood glucose level being high might have affected her vision. The patient was hospitalized in for hypoglycemia. Her blood glucose has been low throughout the day despite eating extra food and glucose. Results on the reported meter were 35 to 100 mg/dl throughout the day; the results were consistent with the patient's symptoms of hypoglycemia and in the correct units of measurement. The patient remained hospitalized for 3 weeks spending much of the time on rehabilitation for her diminished vision. She had EKG's and an angiography in the hospital. The patient told the mas that she did not remember ever changing the meter units of measurement. She had changed the meter code, as necessary, and said she never had trouble doing so. The case is reported as a product malfunction, because the patient does not recall changing the meter units of measurement setting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.